Event description:
On 05/18/1999, the facility's buyer informed the MFR (MFR) of the following: the device was noted to be missing when the package was opened for the procedure. The other components contained in the packaging were used for the procedure; however, another kit was opened and the device from that kit was used to complete the procedure. The pt's ID and physician's name were not known at the time of the report, but were to be provided when obtained. No further details were provided.